Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed atrial noise resulting in inappropriate automatic mode switch on their atrial lead. No changes or intervention was performed; the atrial lead will continue to be monitored. The patient condition was stable.